Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cracks on the reservoir compartment. The customer's blood glucose was 5.4 mmol/l at the time of incident. The insulin pump will be returned for analysis.